Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the canister, as customer was filling insulin with syringe. Customer¿s blood glucose level was 110 mg/dl. Customer declined to provide additional information, and declined troubleshooting with tandem technical support.